Manufacturer narrative:
The main component of the system. Other relevant device(s) are: vamc4040c150te, (B)(4).

Event description:
A valiant stent graft system was implanted in patient for endovascular treatment of a 67 mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, the patient had bleeding complications. Intraoperative hemorrhage with local iliac hematoma, volume expander with 2 bags and catecholamines. The patient received treatment. The patient was given medication and transfusion. The event was resolved the same day as the procedure. The investigator assessed the bleeding complications was not related to the study device, but was related to the study procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.